Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a flow limiting dissection was observed after the implantation of the xience v stent in the mid left anterior descending artery (lad) lesion. Another xience v stent was used to cover the dissection, and flow was restored. No add'l event or pt info was available.

Manufacturer narrative:
Dissection and ischemia in the IFU are known adverse events associated with coronary stenting procedures, and are addressed in the no-fault risk assessment as potential post-procedure complications. The ischemia was likely a secondary effect of the dissection, which was treated with another stent. Dissections can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states: "implanting a stent may lead to a vessel dissection and acute closure requiring add'l intervention." There is no indication of a product quality deficiency, a definitive cause for the pt effects, and the relationship to the product, if any, cannot be determined.